Event description:
Nurse was checking on infant due to infant's agitation and de-sat to 70's. Upon inspection of vent and vent circuit, I found expiratory limb water trap to be brown inside. When I grabbed the water trap, it was hot to the touch. Infant was taken off vent and ppv, manually bagged with positive pressure given. Heater was shut off. Circuit and heater was changed out and infant placed back on vent without incident. Infant remained stable through incident. Unit taken to risk management. Company was on site, took picture and sent back to MFR. Doctor verified no harm to pt occurred.